Event description:
It was reported that the patient's lead broke during an explant procedure. It was further reported that the patient elected to have the system explanted in order to undergo an MRI. During the explant procedure it was noted that the operating physician was unable to 'get all of the wires removed' and that the 'tip and the lead were left in.' X-ray results showed that 'only the tines remained' from the explanted lead. The physician further noted that 'all electrodes and wires were removed.' A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID 3889-28, lot# v155541, implanted: (B)(6) 2008, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).